Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the stent was advanced to the juxtaposition of the fistula with some force during a fistuloplasty procedure. The stent was deployed with no issues, but the surgeon instructed pulling on the catheter while deploying which is not unusual. During removal of the delivery system, the deployment handle came away from the inner sheath of the device. The inner sheath then became locked onto the in-situ guide wire. As a result, the guide wire and the remainder of the stent had to be removed. The procedure was continued without further issues and there was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the condition of the returned device, the reported event could be confirmed. The guide tube with tip and pusher was found to be detached from the delivery system and stuck on the returned device compatible guide wire. During sample evaluation, adhesive residues were found at the proximal end of the guide tube indicating that it had been correctly fixed during manufacturing. The stent was found to be deployed. Reportedly, the stent was implanted and during removal of the delivery system from the patient the inner assembly became separated from the system. No other defects which may have led to the difficulties in removal and subsequent guide tube detachment were found. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints were reviewed. The reported event may be related to a difficult vessel anatomy leading to increased friction during removal of the device. As reported, the target anatomy was tortuous. Insufficient flushing of the device may another contributing factor to resistance between inner catheter and guide wire subsequently leading to the breakage. Also the use of a damaged or incorrectly sized guide wire can lead to the reported event. In this case, a 0.035"' guide wire was returned which was found to be free of defects. This kind of event also may be related to incorrect transportation or storage of the device. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "store in a cool, dark, dry place." And "flush the inner lumen of the device with sterile saline prior to use". Furthermore, the IFU states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together." The reported application represents an off-label use of the device which is intended for primary stenting of de-novo or restenotic lesions of the peripheral arteries.

Event description:
It was reported that the stent was advanced to the juxta position of the fistula with some force during a fistulaplasty procedure. The stent was deployed with no issues, but the surgeon instructed pulling on the catheter while deploying which is not unusual. During removal of the delivery system, the deployment handle came away from the inner sheath of the device. The inner sheath then became locked onto the in-situ guide wire. As a result, the guide wire and the remainder of the stent had to be removed. The procedure was continued without further issues and there was no reported patient injury.